Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that when the patient was outside, the patient's device was not working as it was not powering on with a battery. Patient stated that they had a heart attack due to the event and was hospitalized. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.